Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: coronary dissection occurred during use. Update as on (B)(6) 2022: I spoke with the individuals involved in the case in question. I want to ensure you that the guideliner was not responsible for any patient injury.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record review was completed and no related nonconformances were found. Case details were reviewed. A patient underwent a procedure. Coronary dissection occurred during the procedure. No unit was returned to vsi/teleflex for evaluation. It is unknown if any damages were present on the unit. Per IFU it identifies vessel dissection as a potential adverse effect that may be associated with guideliner. Additional information was requested from the account. A response was received. Account stated that the guideliner was not responsible for any patient injury. No fluoroscopic images or angiogram videos of the issue was shared. Based on the limited information and no product evaluation, the most likely root cause of the issue is undeterminable.